Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a cervicogenic headache. This ongoing event was assessed as mild in severity with a possible relationship to the device stimulation as the symptoms decreased with stimulation turned off. Additionally, the event was assessed as not related to the procedure. The scs device was reprogrammed and medications were given to the patient.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a cervicogenic headache. This ongoing event was assessed as mild in severity with a possible relationship to the device stimulation as the symptoms decreased with stimulation turned off. Additionally, the event was assessed as not related to the procedure. The scs device was reprogrammed and medications were given to the patient. Additional information was received that specified the patient experienced chronic headaches.